Manufacturer narrative:
Received 1 used silicone foley catheter. Per visual evaluation, cuff roll was not observed. The balloon was inflated with air and after deflated, a cuff roll was not formed. The catheter active length was found within specification. The reported event is unconfirmed, the event could not be reproduced. A device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following "to deflate catheter balloon gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its' own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the catheter resistance was met and the catheter was difficult to remove. Once the catheter was removed it was noted that a ridge had formed around the tip of the catheter.